Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a severe nose bleed. Her blood glucose at the time of incident was 506 mg/dl. The customer was waiting for a replacement insulin pump and did not wear her insulin pump at the time of hospitalization; however, she was only off of the device for one day. The customer was treated with IV fluid and insulin. Troubleshooting did not occur for the high blood glucose since the customer was did not have the insulin pump with her. No products were returned for analysis.